Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No cracks on the screen noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2019 due to high blood glucose level of 46 mmol/l. They reported that the customer felt nauseous and the insulin pump also alarmed high blood glucose. The customer gave bolus as per the instructions on the insulin pump but the blood glucose level did not go low. The customer then attempted to insert fake carbohydrate to be able to give more insulin as they had reached their maximum bolus. The customer also had passed out due to high blood glucose level after which they were hospitalized. The customer was treated with drip for fluids and insulin for high blood glucose level. The customer also had vomited for more than 35 times. They reported that the insulin pump was on auto mode. The kit will be returned for analysis.